Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, a balloon pinhole rupture in the middle part was noted when inflated at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.